Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer¿s blood glucose level was 460 mg/dl. At the time of incidence. Customer had low blood glucose level of 52 mg/dl. And treated with glucose. The insulin pump will be returned for analysis.